Event description:
Affiliate reports that the catheter was torn by the pt and it was broken off in 3 pieces. Doctors and nurses are concern with the broken small pieces which may be left in the brain.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.